Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2014. Explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4) , ubd: 28-oct-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4) , ubd: 25-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) (20 mg/ml at 4.57 mg/day) and marcaine (bupivacaine) (10 mg/ml at 2.285 mg/day) via implantable infusion pump. It was reported that a side port aspiration was attempted and was unsuccessful. The date of the event was asked but unknown. Due to the unsuccessful side port aspiration, they wanted to change the concentration during refill appointment on (B)(6) 2021 from hydrom orphone 20 mg/ml at 4.57 mg/day to hydromorphone 450 mcg/ml at 2000 mcg/day in order for the 20 mg/ml to be cleared by (B)(6) 2021. On (B)(6) 2021 they planned to bolus the patient with the full length of the catheter (0.222 ml volume of catheter). The hcp was assisted with programming a bridge bolus that last 122 hours and 38 minutes at a 24 hour dose during bridge of 2.0 mg/day. The hcp was informed that by (B)(6) 2021 the patient will receive the 450 mcg/ml at 2000 mcg/day. The hcp was also informed that due to the high flow rate, the patient may feel different therapeutic effects. It was inquired if they think there is a catheter issue and the hcp stated that they are investigating that now and there is "a lot of things going on" but did not disclose further information. The hcp had no further information regarding the patient.